Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor ended" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring third-party administration of a glucose injection for treatment. There was no report of death or permanent injury associated with this event.